Event description:
Additional information was received from the sales representative that the patient is not pacemaker dependent and there was no asystole seen during the pacing inhibition. No x-ray was taken to determine further lead integrity and no intervention was done. Tachycardia therapy was programmed off in the device, per the families request to utilize the device's pacing function only. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving five inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Upon evaluation the noise was able to be recreated with isometrics and the rv lead impedance measurement was less than 200 ohms, an insulation issue on the rv lead is suspected. Technical services advised the sales representative (sr) to obtain an x-ray to evaluate the lead and discuss the situation with the physician. One day later the device was noted to be programmed with tachycardia therapy off for an unknown reason. An email was sent to the sr in an attempt to obtain additional information regarding the status of the lead and device. No adverse patient effects were reported.